Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this right atrial (ra) lead triggered a lead safety switch due to high out of range pace impedances. At this time, the patient has been seen and the lead was reprogrammed back to bipolar. The ra lead remains in service. No adverse patient effects were reported.